Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the insulin syringe has a different style safety guard than those that have guards that slide black, exposing the needle and puncturing the skin. It has a different safety mechanism than what they are used to. There was no medical intervention beyond patient lab tests. Additional information received stated the safety mechanism didn't fully engage when the person was stuck by the needle. The product ID is unknown.

Manufacturer narrative:
The device history record (DHR) review could not be performed because a lot number was not available. Without a product ID, a representative sample, or a photograph being provided, a more complete investigation cannot be performed, and the reported condition cannot be confirmed. A root cause cannot be determined at this time. At this time, there is not enough information, and a corrective and preventative action (CAPA) will not be initiated. This complaint will be used for tracking and trending purposes.